Event description:
It was reported that a catheter issue occurred. The target lesion was located in the partially occluded anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was abruptly lost, and the catheter appeared fractured, so imaging was stopped before any damage was caused. The procedure was completed with another device of the same model. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath, and the imaging window were kinked, imaging core windup began 12.2cm from the distal end of the connector shaft. Impedance test shows an electrical open at proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of catheter damage, image lost, and catheter kinked can be confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the partially occluded anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was abruptly lost, and the catheter appeared fractured, so imaging was stopped before any damage was caused. The procedure was completed with another device of the same model. No patient complications were reported.